Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose reading was 288 mg/dl. Customer reported that numbers are scrolling up and down with no input from the user. Customer stated that the menu keeps going up and down and flashing off and on as though its stuck on that menu. No significant events leading to the alarm were observed. The customer stated that she was unable to clear the alarm. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).